Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging an issue with her onetouch mini lancer. The patient reported that the cap thread was broken. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call. On (B)(6) 2012 in the afternoon, the patient reportedly discovered the alleged issue. After the alleged issue began, the patient stated that she did not attempt to manually prick her fingers or use a back up lancer. The patient reported that she manages her diabetes with a combination of pills with diet and exercise including 500mg of metformin 4 times a day and she denied using insulin. The patient reported that she has recently changed her diet to include more vegetables and less starches. The patient reported, a couple days prior to contacting lfs (exact day and time unknown), she felt ''dizziness and blurred vision.'' The patient reported she normally has these symptoms when she feels her blood sugar to be high. The patient denied seeking treatment beyond taking her usual diabetes medication. At the time of troubleshooting, the cca confirmed there was no misuse of the product and the correct lfs cap was being used. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient developed symptoms suggestive of hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.